Event description:
This is a legal spontaneous device report from an attorney who reports on a pt absorbable gelatin sponge. A pt was scheduled in 2004 for a bilateral hemilaminotomy and decompression with diskectomy at l5-s1, for the treatment of her lower back pain. Immediately following surgery the pt experienced severe lumbar back pain, requiring the intravenous administration of 7.5 mg morphine over 15-minute period and "peroneal tinglilng." The pt was treated with enoxiparin sodium or lovenox. The following day a computer tomography (CT) scan of lumbar spine was performed and showed a soft tissue density anterior to the thecal sac, causing some compression, most likely hematoma. After the result of CT scan the pt immediately underwent a surgical evacuation of epidural hematoma. The pt post surgery continued to have pain, peroneal numbness and loss of bladder control persisted and did not improve. At the time of this report the pt has not regained control of bowel and bladder. Six days later she was discharged.